Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the day after implantation, diminished sensing was reported on the right ventricular (rv) lead and right atrial (ra) lead. Ra and rv leads remain in use. No patient complications have been reported as a result of this event.